Manufacturer narrative:
This event occurred in (B)(6). Customer¿s calibration and qc were ok. The customer performed precision testing with acceptable results. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined. (B)(4).

Event description:
The initial reporter received questionable elecsys probnp ii immunoassay results for one patient tested on a cobas 6000 e 601 module. The customer performed testing on two samples collected at the same time on different e 601 modules. The customer performed repeat testing on both samples on different analyzers for confirmation. The initial low result was reported outside the laboratory. Refer to the attachment on the medwatch for all patient data. The probnp reagent lot number was 435969 with an expiration date of 31-mar-2021.